Manufacturer narrative:
Correction: PMA/510k number was previously reported as 890024. This is incorrect. The correct number is 840024. This report is filed april 22, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a decline in performance with device use; the issue could not be resolved. The device was explanted (B)(6) 2013; during the same surgery the patient was reimplanted with another manufacturer's device.